Manufacturer narrative:
(B)(4) (suture string would not release). A visual evaluation of the returned device revealed the proximal end of the push catheter was kinked. The proximal end of the guide catheter was stretched and broken with the distal piece remaining inside the push catheter. The distal end of the guide catheter contained kinks/bends (suture impressions). The stent and suture assembly were not returned by the customer for evaluation. Based on the condition of the device and the details of the event, the most probable root cause for this complaint is operational context. The device history record review confirms that the device met all manufacturing specifications. A lot history search was performed and found no other complaints against the specified lot.

Event description:
It was reported to boston scientific corporation that a flexima biliary stent system was used during a ercp (endoscopic retrograde cholangiopancreatography) procedure in the biliary duct of a (B)(6) female patient (patient weight is unknown). During the procedure, the suture would not release the stent for deployment. Additionally, the guide catheter became stretched and the procedure was successfully completed with another flexima biliary stent system. There were no reported patient complications. The patient was reported to be in stable condition after the procedure. This event has been deemed a reportable event based on the investigation results; broken guide catheter.